Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: w/o the actual product or a lot number, a complete analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.

Event description:
Procedure: total abdominal hysterectomy (tah/bso). Cathplace: unk. Sheath from tunneler broke off inside the pt. Surgeon x-rayed the pt, found the sheath fragment approx 1 inches and removed the sheath while the pt was still under anesthesia. Pt suffered no discomfort. Date of surgery (B)(6). Date of event: (B)(6), 2011.